Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle protection cap does not work and detaches after safety mechanism is activated with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer claims that the white needle tip protection does not work correctly and detaches after the use of the safety mechanism.

Manufacturer narrative:
Investigation summary: one used sample and forty-two representative samples were received by our quality team for evaluation. Upon visual inspection of the used sample it was observed that the foil that extends on the needle after withdrawal was not attached to the white needle cap; therefore, the incident could be verified. No issues were found with the representative samples after visual inspection, force testing, or pull testing. A device history record review found no non-conformances associated with this issue during production of this batch. During the investigation it was found that there was a scratch mark on the white needle cap and a stretched enlarged end hole on the foil. Based on the investigation the probable root cause of the white needle cap being detached could have happened during needle withdrawal. The needle could have been bent during withdrawal which causes the end hole of the foil to be stretched and become enlarged. As the foil end hole got stretched bigger, it detached from the heat stake post. The needle was then exposed causing the scratch on the white needle cap. The manufacturing process has been reviewed and there is no process in the manufacturing facility that would stretch the tether hole.

Event description:
It was reported that needle protection cap does not work and detaches after safety mechanism is activated with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from german to english: the customer claims that the white needle tip protection does not work correctly and detaches after the use of the safety mechanism.